Manufacturer narrative:
Section a and d - specific patient and device information are unknown. Mehra mr, netuka I, uriel n, et al. Aspirin and hemocompatibility events with a left ventricular assist device in advanced heart failure: the aries-hm3 randomized clinical trial. Jama. 2023;330(22):2171¿2181. Doi:10.1001/jama.2023.23204. Brigham and women¿s hospital heart and vascular center, boston ma. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), revision b is currently available. Section 1, ¿introduction¿, of this document lists potential adverse events, including stroke, bleeding, and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, under ¿anticoagulation¿, this section provides the recommended anticoagulation regimen, including inr values, and suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿aspirin and hemocompatibility events with a left ventricular assist device in advanced heart failure¿ that heartmate 3 (hm3) may be associated with ischemic stroke, hemorrhagic stroke, major bleeding, gastrointestinal bleeding, and death. Under the aries-hm3 trial, 628 patients with heartmate 3 lvads were randomized to receive vitamin k and either aspirin (100 mg/d) or a placebo from jul2020 to sep2022. 39 patients were not included in the primary end point analysis, due to surgical events that resulted in cessation of the treatment group medication (eg, bleeding events) or surgical outcomes, specifically death or withdrawal (3 patients passed away after randomization). Thus, the primary analysis population included 296 patients assigned to the placebo group and 293 patients assigned to the aspirin group. More patients reached 12-month survival free of stroke, pump thrombosis, major bleeding, or arterial peripheral thromboembolism in the placebo group than in the aspirin group [68.1% vs. 74.2%], largely driven by reduction in bleeding events in the placbo group (22.5% vs 28.2%). 1.5% of patients in both groups passed away, and 1.8% of the placebo group experienced stroke vs. 2.2% in the aspirin group. There were fewer patients who died or experienced a nonsurgical major hemocompatibility-related adverse event in the placebo group than the aspirin group through 24 months (36.9% vs 45.9%; p¿=¿.03), fewer first nonsurgical bleeding events in the placebo than aspirin group at 24 months (30.0 vs. 42.4, p = 0.1), lower rates of nonsurgical bleeding hospitalizations (13.6 vs. 23.9 events per 100 patient years, p = 0.002), and 293 (47%) fewer days spent in the hospital for bleeding. There were no differences in ischemic and hemorrhagic stroke events, and there were no instances of pump thrombosis or arterial peripheral thromboembolism.